Manufacturer narrative:
Patient birth year is reported as 1988. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient was initially underwent osteosynthesis of a right sided clavicular fracture on (B)(6) 2019. Patient underwent hardware removal procedure on (B)(6) 2020 due to a broken plate. The broken plate was explanted and shows irregularities of the material at the fracture point. No further information was provided. Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 3.5mm ti lcp reconstruction plate 7 holes/98mm. This is report 1 of 1 for complaint (B)(4).

Event description:
Concomitant device reported: cortex screw (part # 404.818, lot #: 6l04646, quantity 2), cortex screw (part # 404.816, lot #: 5l65254, quantity 1), cortex screw (part # 404.816, lot #: 5l60823, quantity 1), cortex screw (part # 404.820, lot #: 6l10864, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received plate is broken in the middle of the fourth hole. Furthermore, the rest of the plate is bend in different directions probably due to pre-operatively contouring. In general is the device is in a very used condition with discolorations and scratches and marks all over. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. The complaint condition is confirmed as the plate was found broken. This lot was manufactured in june 2019 and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 445.071-exs, lot: 5l05576, manufacturing site: raron, release to warehouse date: 17. June 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.